Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 501 mg/dl, 145 mg/dl, 213 mg/dl and hi (greater than 600 mg/dl) when all tests were performed within 10 minutes on the aviva system. Reporter stated that within 10 minutes of the hi result, another result of 233 mg/dl was obtained on the same system. Reporter stated the customer self-treated with humulin insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.